Manufacturer narrative:
(B)(4). The peritonitis occurred on (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to constipation. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics. At the time fo this report the patient was recovering from this peritonitis event. Action taken with pd therapy was not reported. No additional information is available.